Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to send and received transmissions. Reading data failed and it was unable to identify the device. Patient reported a shock, but theres nothing to indicate a device inappropriate therapy. The device remains in service. No adverse patient effects were reported.